Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated from the bottom of the silicone segment under the pump while the tubing was connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection showed that the silicone segment was completely separated from the lower fitment. The expected retainer ring for the upper fitment and silicone segment connection was not received. No crush marks were observed on the upper or lower fitment. Functional testing was not performed due to the separation. The root cause of the silicone segment separation was operator misalignment of the silicone tube during manufacturing.